Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported, that a malfunction alarm occurred. Additionally, it was reported, that the customer's cartridge was removed, while the case was being taken off. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 387 mg/dl.